Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter stopped working occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error. The probable cause was determined to be transmitter failed error. The reported event of a transmitter stopped working is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.